Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer treated with orange juice and (B)(6). The customer was advised of the scroll wrap letter. The health care provider advised the customer to take the pump off. The customer was transferred to a fully trained representative.